Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. No other information was provided. The device was explanted after the alert occurred. No adverse patient effects were reported.